Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was damaged which would prevent the electrode belt from properly securing into the monitor. The root cause for the damaged locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector. Patient was received a replacement electrode belt.

Event description:
During investigation into a (B)(6) female pt's electrode belt, which was returned for unrelated issue, a reportable problem was discovered. The electrode belt connector locking nut was cracked. The pt was issued a replacement electrode belt.